Event description:
It was reported that the cardiosave intra aortic balloon pump had screen problem and no visible readings while device was prior to use. There was no patient involved. The fist display was an out of box failure causing the display to have a dark hue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6(type of investigation, investigation findings, conclusion),h11 customer reports display issue. Display issue makes the unit unusable. A getinge fse was able to verify issue while onsite. Removed and replaced the lcd display as required.